Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. All treatment parameters, (including axis values) are manually inserted by user, and need to be checked and confirmed. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient who was treated at the wrong axis following lasik treatment of the left eye. The patient reported blurry vision and an enhancement was performed. Additional information requested.